Event description:
It was reported that the external pulse generator (epg) displayed an error code. The biomedical engineer could not duplicate the error code. Technical support (ts) explained how to duplicate the issue and suggested that the device be tested. The device was restored to service. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).